Event description:
A 0.38 guidewire got stuck in the slit of the inner sheath and as a result did not slide along the guidewire. The customer has used the product previously with a regular guidewire as she would with the previous version of the access sheath. Because the sheath did not slide properly over the guidewire it caused a rupture to the ureter. The customer reports that she was luckily able to find "my" way with a rigid ureteroscope proximal to the injured ureter and then place a wire and stent. The patient will require a repeat ureteroscopy to see if the ureter has healed and to deal with the stones. Following that, he may develop long term stricture disease. The customer believes the parallel access sheath should not be used with a stiff guidewire ot at the very least the inner sheath should be re-designed so there is only an opening rather than a slit that extends to the tip where the guidewire can get stuck. Additional information provided on (B)(4) 2013: it was backloaded in as you would do for a parallel exchange. Although requested, no additional information has been provided on the patient outcome.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation. (B)(4)